Event description:
It was reported that the wireless recharger wouldn't turn on. On tuesday night the patient charged the implant and it was working fine. They put it back in the cradle and the green light was lit up. Walked by it last night and realized the lights weren't on as if it wasn't charging. They took it out and tried to turn it on and it wouldn't turned on. Usually they keeps it plugged in all the time and it is always lit up like three bars to show that the battery is fully charged. The issue was not resolved through troubleshooting. A message was sent to the repair department to send replacement wireless recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). H3: analysis of the wireless recharger wr9200 (B)(6) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.